Manufacturer narrative:
This report is based solely on device return and analysis. This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: preliminary analysis revealed a depleted battery and a high current drain condition. During further testing, the high current drain could not be confirmed. Long term monitoring revealed only typical levels of current drain. However, a visual examination of the assembly revealed a loose section of ribbon that had been torn from a weld connection at both ends. Bridging adjacent circuit nodes on the assembly by the loose section of ribbon could have resulted in current draw from the battery.

Event description:
It was reported that the device stopped working, and it was not possible to interrogate the device. The device was explanted and replaced. The device was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.